Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 5.2 had cubie failure - read, write, invalid cubie memo. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 5.2, row d was not detected by the system. A field service engineer (fse) logged into the hardware test application and attempted to eject the cubies, but the issue persisted. The fse reset the row board cable on main 5.2 from the back to resolve. The customer verified functionality successfully. The system functioned as intended after the field service engineer repaired the device.